Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 70 mg/dl, 330 mg/dl and above 400 mg/dl at the time of incident and the current blood glucose level was 333 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as tingling of head. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they using auto mode but it kicks customer out of auto mode. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated insulin exited at the quick release. The customer stated that the cannula was bent. The customer stated that they did not removed sensor. Customer stated that the auto mode shield was not displayed on the home screen. The device will be returned for analysis.